Manufacturer narrative:
On june 23th,2020, additional information received, indicates that patient scheduled for surgery on (B)(6) 2020, and the patient is going to have silicone implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 11 2020, mentor received additional information indicating that patient had bilateral replacements with cat#: 3503501bc on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 20202: during the visual evaluation, an anomaly was observed on the anterior and extending to the posterior view of the device consistent with crease/fold. Within the crease/fold, an area of shell abrasion was found on the posterior aspect. Additionally, a tear was noted within the shell abrasion, measuring approximately less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Right device lot number became evident as 268858. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which the right side deflated, and patient experiencing capsular contracture baker grade IV on the left side after implantation. The issue was confirmed by the physician. As a result patient scheduled for bilateral removal on (B)(6) 2020. This report is for the right side.